Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm did not occur during the rewind sequence. Troubleshooting was not performed because customer was not wearing the pump. The insulin was returned for analysis.

Manufacturer narrative:
The pump alarmed rf pic failed during self test due to a faulty component on the radio frequency board. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.